Manufacturer narrative:
(B)(4)

Event description:
A (B)(6) yo male presents for extraction of bi-ventricular system indwelling x 171 months due to a systemic infection and a 2 cm vegetation. All leads were prepped with spectranetics lld's. During extraction of the rv lead, progress was stalled at the innominate juncture. A spectranetics visi sheath was employed to make forward progress. The visi sheath was removed to prepare a 16fr glidelight. With no devices working in the patient, the blood pressure dropped suddenly. A bridge rescue balloon was deployed and the chest was opened within 5 minutes of the pressure drop. There was neither bleeding found nor evidence of svc or subclavian tear. No laser sheath or outer sheath injury was noted. The patient did not survive the procedure. The cause of death was determined to be septic embolus.